Manufacturer narrative:
In addition to the reportable malfunctions mentioned, the following evaluation findings were also noted: the nozzle was deformed/collapsed/worn out/damaged, but no sharp edges found, scope connector was discolored, forceps elevator wire was completely cut off was not found, no air/water flow was not found, connecting tube was wrinkled, air/water leakage from the body control unit was not found, and low angulations in all directions. The device was serviced and returned to the user facility. The investigation is ongoing, this report will be supplemented once the investigation is finalized and if new and relevant information becomes available later.

Event description:
The user facility reported that the nozzle was missing, and rust was found on the scope connector and air/water channel block. There was a low angulation and wrinkles on the connecting tube and leakage from the control body. No patient injury reported. The device was returned to olympus for evaluation. During the evaluation, it was found that the forceps elevator has foreign material, dirt inside the light guide lens and leak from the plastic cover. This MDR is being submitted to capture the reportable malfunction observed during the evaluation of the device.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Please see update to e1, e2, e3, and g2 of the initial medwatch. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, olympus service center could not identify the foreign material adhered to/around the forceps elevator nor, could we conclusively specify the root cause of light guide (lg) lens being dirty. Although, the cause of the lg lens dirty is likely due to the glue was peeled off due to physical stress by hitting/dropping at distal end of the device, etc. And/or chemical stress by chemical solutions resulting in humidity invading lg lens which led to corrosion. The root cause of the reported event is unable to be determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This report is being submitted to correct the legal manufacturer¿s contact information and facility registration number. The facility registration number is 9610595.